Event description:
A valiant captivia stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic dissection approximately four months ago. It was reported that the patient presented emergently with severe back pain. A CT scan was done and a new tear distal to the stent graft was discovered. It is likely that the stent graft may have not covered the original tear during the time of implant. One day later two extensions were implant down to the level of the celiac artery and successfully resolved this event. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: arterial dissection. Pre-operatively dissected thoracic aorta. Stent graft was used for treatment of a patient with a pre-operatively dissected thoracic aorta. Conclusions: pre-operatively dissected thoracic aorta. Stent graft was used for treatment of a patient with a pre-operatively dissected thoracic aorta.

Event description:
Additional information was received. The stent grafts that were used to treat the patient were a valiant (B)(4). The patient's anatomy was very tortuous.

Manufacturer narrative:
Evaluation results: patient's condition affected effectiveness of device (tortuous anatomy). (B)(4).